Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd phaseal¿ injector luer lock n35j there was foreign matter observed in vial or fluid path. The following information was provided by the initial reporter. The customer stated: this is a report about foreign matter found onto the injector tip. The customer reported as follows: "during preparation of epirubicin, the hcp discovered a brown threadlike or spiniform fm adhering to the injector tip."

Event description:
It was reported when using the bd phaseal¿ injector luer lock n35j there was foreign matter observed in vial or fluid path. The following information was provided by the initial reporter. The customer stated: this is a report about foreign matter found onto the injector tip. The customer reported as follows: "during preparation of epirubicin, the hcp discovered a brown threadlike or spiniform fm adhering to the injector tip."

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 1910112. D.4. Medical device expiration date: 3/31/2022. D.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/11/2022. H.4. Device manufacture date: 10/29/2019. H.6. Investigation: samples received for investigation. Upon visual inspection, foreign matter was observed. Fourier transform infrared spectroscopy analysis was performed to identify the foreign matter, results confirmed it was was mainly composed of hydrocarbon-based rubber, carbonate, and talc. In addition, it was inferred that the foreign matter and the reference product (membrane) had similar components. It was observed that both the connector and injector membranes appeared to have been penetrated several times. The product undergoes visual and functional evaluations throughout manufacturing, including leak testing to ensure the quality of the membrane. A review of the device history was performed for the reported lot 1910112, no deviations or nonconformities were identified during the manufacturing process that could have contributed to this problem. Additionally, five retained samples from the same lot were evaluated. The product was visually inspected, no damage or defects were observed on the injector . Functional tests were carried out by connecting the injector to a protector and performing 10 membrane perfections. The membranes were observed after the penetration and no membrane tearing was observed as in this claim. The injector is also disassembled and the piston is filled with red liquid to determine if the membrane is perforated after the 10 punctures, if so it would leak. In all cases the product performed correctly and no leaks were observed. According to the available information, the possible cause is due to excessive perforations in the membrane. The performance of the sealing membrane is reduced after multiple perforations and prolonged activation time. It is important to follow the instructions for use when using phaseal devices to ensure proper product performance. As indicated in the package insert, the injector and connector (luer-lock) should not be used repeatedly or in a manner that will damage the membrane. After repeated or prolonged use of the injector and connector (luer-lock), the performance of the membrane may gradually degrade and the drug may leak.